Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the loading unit. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was severely bowed and the knife bar assembly was buckled. Interference was noted upon attempt to remove the subject loading unit from the instrument shaft. The loading unit was forcibly removed from the shaft. The difficulty encountered during removal has been attributed to the observed loading unit knife bar-assembly damage. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter during an lar surgery, they were unable to release the reload from the handle after it was fired. There was no patient injury. No medical intervention was required. Surgical time was not extended by 30 or more minutes. Current patient status is stable.